Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the plastic cannula of the infusion set kinked which resulted in a lack of insulin delivery. According to the home care patient, their blood glucose rose to 235 mg/dl due to the interruption in insulin therapy. The home care user reported that they replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No permanent adverse effects to patient reported.